Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging an issue with the onetouch ultra2 meter not reverting to the testing mode when the test strip is inserted. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4x daily. The alleged issue began in (B)(6) 2012. The patient manages his diabetes with metformin pills (500 mg 2x daily) and glycoside pills (80 mg). Due to the alleged issue, the patient incorporated more exercise and watched his diet more closely. A week after the alleged issue, the patient claims he developed symptoms of both high and low blood glucose. When the patient's blood glucose was low, he reportedly felt weak, shaky and drowsy which he treated with glucose tablets. When the patient's blood glucose was high, the patient reportedly felt symptoms of hot, sweaty palms and had a headache. The patient treated self with an additional metformin pill (500 mg) and glycoside pill (40 mg). It is not known if the patient tested on another device. The cca tried to walk the patient through troubleshooting to resolve the alleged issue. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The returned meter passed testing. The alleged complaint was not confirmed.